Event description:
It was reported that the ilet pump displayed prompts to connect a cgm or enter blood glucose when paired with an abbott freestyle libre 3 plus sensor, and pairing initially failed between the libre 3 plus app and the ilet until the user was guided to switch cgm modes and reinitiate pairing; the pump and libre 3 plus were subsequently re-paired successfully, and a fingerstick blood glucose was entered with readings of 146 mg/dl and then 132 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health beyond temporary interruption of automated glucose data to the pump. Investigation included technical troubleshooting and user education on cgm selection, app pairing, and pump re-pairing procedures. Investigation of this case revealed successful restoration of cgm-to-pump connectivity after reconfiguration and re-pairing. It was concluded that the event was related to a pairing or configuration issue that resolved with standard troubleshooting, with the device functioning as intended after re-pairing.